Manufacturer narrative:
G4:12jan2021. B4:13jan2021. Multiple requests were made for evaluation and resolution data without a response. Device resolution data is not available. The service order was closed. If the customer is in need of further assistance a new service order will be opened and will be captured through philip's normal complaint procedures. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 28oct2020.

Event description:
It was reported to philips that the device had an unexpected shutdown. The device was not being used on a patient at the time of the event. There was no patient or user harm reported.